Event description:
The account stated that bottle #1 of the axsym troponin-I adv reagent lot # 49238m202 did not open resulting in a probe crash. There was no report of impact to patient results.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.